Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported ¿product defect¿ for previous devices ¿have caused unnecessary loss of income, as well as intense pain and suffering; including the frustration and annoyance of this situation¿ and "after every surgery, the lymphedema in [patient's] right arm acts up¿. Patient additionally reported previous breast cancer, not device related. Healthcare professional reported ¿redness and swelling in right arm¿, not related to the device. Patient later reported "rupture". This record is for the left side. Device remains implanted.

Event description:
Device has been explanted.